Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a stenting treatment procedure, a partially deployed stent occurred. The physician was treating a 6cm, de-novo lesion located in the non-tortuous and mildly calcified left superficial femoral artery (sfa). Vascular access was obtained through the femoral artery. It is unknown if the lesion was pre-dilated. This 6x41x75 epic stent was deployed in the lesion. The stent was well positioned and well apposed to the vessel wall. After deployment, it seemed that the stent was 3 to 4mm shorter than anticipated on the proximal section leaving part of the lesion untreated. Another unknown stent was required to cover the rest of the lesion. There were no reported patient complications. The patient status is listed as "good". This product is only ous approved but it is similar to an approved u.s. Device.